Event description:
The patient (status/post multiple fixation surgeries) was found on the floor kneeling against the kinaire bed. The patient reported she/he had been reaching for the bedpan on a ledge and slowly slid out of the bed as the air in the mattress shifted. (The middle section of the bed was lower than the head/foot of bed). Patient was assisted back into the bed. Patient complained about soreness in his/her right shoulder and calf. No redness/abrasions noted. X-rays were taken of ankle, tibia and right shoulder and all x-rays showed no change from previous films. The next a.m., the kinaire bed was discontinued and a regular bed with an air mattress topper was ordered.